Event description:
Consumer stated the fabric cover of the heating pad caught fire causing 2nd degree burn to buttocks.

Manufacturer narrative:
Unable to verify whether unit was from original design which was recalled in february 2007. (See scanned pages).